Manufacturer narrative:
The catheter shaft where it entered the sheath was kinked. Upon withdrawing the catheter from the sheath, it was noted that the stent was pushed up on to the proximal balloon cone. This indicated that the stent was pushed back during tracking of the catheter. No defects were noted on the stent or balloon under the stent. Al the signs of a properly crimped stent were visible. The stent's impression was visible on the folded balloon material and is indicative of a properly crimped stent. Without any other procedural details, it is difficult to determine root cause. It is possible that the catheter was in a very tight bend during the procedure causing the stent to move out of position. A review of the data from quality control indicated successful passage of the lot qualification samples through a 7 french cordis sheath. With no additional procedural details, it is difficult to re-enact the exact conditions experienced during the clinical procedure and therefore, determine root cause. Based on the procedural info provided as well as no issues observed with either the data retained in quality control or the notes recorded, atrium can find no fault with the manufacturing process or the device in question.

Event description:
Stent came off balloon, left in sheath.